Event description:
A patient reported experiencing inaccurate high results with a ft meter. The patient's blood glucose results were 80 mg/dl (lab), 178 mg/dl (meter). Tests were done within < 10 minutes with a difference of 98 mg/dl. Patient did not experience any adverse events. No further information has been reported.